Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The instrument was found to have blade damage at the base. One blade edge was indented causing the instrument¿s scissors to not open and close properly. There might be detached fragments that can't be retraced nor measured. Probable root cause is attributed to use related damage when attempting to cut incompatible material, such as hard objects like bone or cartilage, or from mishandling or misusing the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) blade has a chip in it. The procedure was completed with no reported injury.